Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, there are patient and procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient was admitted to the hospital with complaints of driveline exit site tenderness and purulent drainage. Blood cultures results were positive for (B)(6). On (B)(6) 2016 the patient was taken to the operating room for a driveline debridement. He was discharged home on (B)(6) 2016 on intravenous (IV) ancef and follow-ups with home health. Of note, the clinical specialist reported that the patient has had no recent history of injury to the driveline or infection, and the patient's spouse performs dressing changes per sterile protocol and is "fairly meticulous about the process". The patient also reportedly has good hygienic practices. He is currently listed status 1a for driveline infection and to date is doing well at home.